Event description:
A user facility¿s registered nurse (rn) reported that an external dialyzer blood leak occurred thirteen minutes after the initiation of a patient¿s hemodialysis (hd) treatment. The leak originated from the head of the dialyzer. The machine, a fresenius 2008t machine, did not alarm, but was not expected to. A fresenius bloodline was also in use. Blood leak test strips were used and tested negative for the presence of blood, so the patient¿s blood was returned. The patient¿s estimated blood loss (ebl) was approximately 50ml. The patient was restarted on the same machine and treatment completed successfully with new supplies. There was no patient serious injury or medical intervention required as a result of this event. The complaint device was reported to be available to be returned to the manufacturer for evaluation. A photo has been provided.

Manufacturer narrative:
Plant investigation: the complaint device was returned to the manufacturer for physical evaluation. During gross visual examination, a pu sliver was observed at approximately 200°, with the dialysate ports at 0°, on the cavity ID end. Further visual examination did not identify any other damage or irregularities on the returned sample. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was one approved temporary deviation notice (dn) reported on the lot which was unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The investigation into the complaint was able to confirm the reported event. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
A user facility¿s registered nurse (rn) reported that an external dialyzer blood leak occurred thirteen minutes after the initiation of a patient¿s hemodialysis (hd) treatment. The leak originated from the head of the dialyzer. The machine, a fresenius 2008t machine, did not alarm, but was not expected to. A fresenius bloodline was also in use. Blood leak test strips were used and tested negative for the presence of blood, so the patient¿s blood was returned. The patient¿s estimated blood loss (ebl) was approximately 50ml. The patient was restarted on the same machine and treatment completed successfully with new supplies. There was no patient serious injury or medical intervention required as a result of this event. The complaint device was reported to be available to be returned to the manufacturer for evaluation. A photo has been provided.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.